Event description:
Revision surgery for infection at 20 days post primary. The surgeon revised the liner successfully (with one of the same size).

Manufacturer narrative:
Batch review performed on 22 september 2023: lot 2304910: (B)(4) manufactured and released on 03-may-2023. Expiration date: 2028-04-17. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event in the period of review.